Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device was unable to fire. The green button was unable to be pressed. Another device was used to complete the case. There was no patient injury.